Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
The patient¿s skin had broken down, and the pump eroded. The pump was explanted on (B)(6) 2014 and the catheter was left in at that time. They planned to put in a new pump and catheter soon, and they were working on scheduling the procedure. The pump contained baclofen.

Event description:
A healthcare professional later reported that the patient had fever, chills, yellow drainage, nausea, and pain. They were taking oral baclofen, ciprofloxacin, ferrous sulfate, gabapentin, percocet, peri-colace, and vesicare. The patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).